Manufacturer narrative:
Complaint conclusion: as reported, a 2.5x250mm 90cm saber balloon catheter (bc) burst during use at approximately five (5) to six (6) atmospheres (atms) and could not be completely removed. The separated portion of the balloon was surgically removed from the patient. An unknown balloon catheter was used to complete the procedure. Multiple attempts to gather additional information have been made and have been unsuccessful. One non-sterile saber 2.5mm25cm 90 catheter was received coiled inside a plastic bag. Per visual analysis, the saber balloon presented a rupture\separation at the proximal section of the balloon. Neither the separated distal portion of the balloon nor the inner body was received for analysis. No other damages were found. A leak test could not be performed due to product¿s condition. The unit was sent to sem analysis to find the potential cause of the burst and separation observed. Sem results showed that the external surface of balloon presented evidence of abrasions and scratch marks near the balloon rupture and separation areas. It¿s very likely that the same factors that caused the abrasions and scratch marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17537301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ and ¿balloon separated in patient¿ were confirmed through analysis of the returned device. The exact cause of the rupture/separation could not be conclusively determined during the analysis. Based on the information available for review and the product analysis, lesion characteristics (although not provided) and handling factors (such as excessive force) may have contributed to the balloon burst and separation since calcified/resistant lesions can damage a balloon and handling factors after a balloon burst can lead to a separation. These factors are evidenced by the abrasions and scratch marks found at the ruptured/separated area of the returned device during sem analysis. As warned in the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected.¿ neither the product analysis review, the pet investigation, nor the DHR review suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a saber balloon catheter (2.5mm25cm 90) burst during use at approximately 5 to 6 atmospheres (atm¿s) and could not be completely removed. The separated portion of the balloon was surgically removed from the patient. An unknown balloon catheter was used to complete the procedure. The device was clinically used and will be returned for analysis.